Event description:
It was reported to philips that the device has failed the operational check. There was no patient involvement. The customer worked with the technical support representative. The customer confirmed the self-check was failing but not why it was failing. The customer refused servicing. No further action at this time. Customer can comeback for further assistance and the case can be reopened.